Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de-novo difficulty emptying bladder. She was discharged with indwelling foley catheter. Follow-up clinical evaluation indicated the patient "passed trial void" and the foley was removed. The event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.